Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during a procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was successfully deployed. However, the stent second flange did not deploy. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
(Outcomes attrib to adv event), (device code) have been updated based on the additional information received on april 15, 2024 and april 19, 2024. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during a procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange was successfully deployed. However, the stent second flange did not deploy. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on april 15, 2024 and april 19, 2024. The stent was implanted during a therapeutic endoscopic ultrasound (eus) procedure. During removal of the delivery system, the stent second flange was deployed in the stomach. The stent was then removed using foreign body forceps from the patient. Note: per review of the photo provided by the complainant, it was observed that the sheath was kinked and torn.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent was fully deployed and detached, and the inner sheath was kinked. No other problems were noted with the stent and delivery system. Stent premature deployment and sheath break cannot be confirmed as this event occurred during the procedure, and the sheath was not found broken. The observed problem of inner sheath kinked, mostly occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during a procedure performed on (B)(4) 2024. During the procedure, the axios stent first flange was successfully deployed. However, the stent second flange did not deploy. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on april 15, 2024 and april 19, 2024: the stent was implanted during a therapeutic endoscopic ultrasound (eus) procedure. During removal of the delivery system, the stent second flange was deployed in the stomach. The stent was then removed using foreign body forceps from the patient. Note: per review of the photo provided by the complainant, it was observed that the sheath was kinked and torn.